Event description:
The customer contacted heartsine to report that their device failed to analyze the patient during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine's investigation found no fault with the returned sam 360p. No fault was found on the sam 360p. No continuity issue was identified on the patient output cables and no fault found on the pogo pins that would have resulted in an impedance detection or power supply issue. The device accurately measured impedances throughout the specified range, even under the stress of elevated temperature. The device delivered the shock therapy sequence without fault. Furthermore, the device recorded ECG data accurately without noise or other abnormalities. It is therefore likely that the reported issue related to situational factors, e.g., incorrect placement of pads on patient, the pad-pak being incorrectly seated within the device, or an environmental situation that occurred due to the presence of moisture on the patient as the device was reportedly used at a swimming pool. The device was scrapped by heartsine and the customer was provided with a replacement device. Field a1 - "patient identifier" was incorrectly populated with "none" on the initial report. This field should have been left blank as there was patient involvement with the reported fault.

Event description:
The customer contacted heartsine to report that their device failed to analyze the patient during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.